Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact detach 23"-6 mm infusion set and a dexcom g7 sensor, with a highest reported blood glucose of 401 mg/dl over approximately 10 hours; the user changed supplies successfully and reported no alerts or alarms. Symptoms included hyperglycemia without ketosis, loss of consciousness, dizziness, or other acute complications. Outcomes included beginning resolution of hyperglycemia with blood glucose trending down to 122 mg/dl and no medical intervention or backup therapy. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no identifiable device component failure, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.